Event description:
The customer reported via phone call that the their reservoir compartment was wet after removing two of their reservoirs. The customer also stated there was insulin at their infusion site. The customer's blood glucose was 361 mg/dl. Customer also reported there was a reservoir leak and the leak was past the second o-ring. The customer was advised the leak could be an air bubble in the reservoir that is expanding during filling. Customer also reported there was a air bubble in the reservoir. It was also reported there was an air bubble in between the two o-rings. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Basal/bolus leak test was performed and it was concluded the reservoir does not leak.